Manufacturer narrative:
(B)(4). Used for explant of intraocular lens. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4): the intraocular lens diopter was changed from 20.0 d to 19.0 d.all pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.

Event description:
We received a report concerning a patient who had an intraocular lens (iol) explanted after experiencing chromatic aberration. The lens was discarded and will not be returned for investigation.